Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up the device stored non-sustained ventricular oversensing episodes due to loss of rv capture. Reportedly, both leads were from a competitor. As such, no action will be taken to address the issue at this time. No patient symptoms were reported.